Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module and sensor board need to be replaced to address the issue. During the evaluation the overhead blower filter was found to be clogged. The filter needs to replaced to address the issue.